Event description:
Procedure performed: lap chole event description: 2 ca500 complaints occurred with the same surgeon at [hospital] in the same case: (B)(4). Rep was informed of an event involving two clip appliers in which the device experienced no clip loading. Subsequent actuations of the handle would lead to clips dropping out of the device. Clips were retrieved from the patient and a second device was opened. The second device experienced the same issues as the first and a third was opened which functioned as normal and was used to complete the case. There was no patient injury and the product is not available for return as it was discarded after the case. No additional information can be provided. Products are not available for return. Patient status: no patient injury intervention: a second device was used but experienced the same problem. A third was used to complete the case.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint is unknown, however, it is likely to be within the scope of the recall.

Event description:
Procedure performed: lap chole. Event description: 2 ca500 complaints occurred with the same surgeon at [hospital] in the same case: complaint 1 of 4: (B)(4). Complaint 2 of 2: (B)(4). Rep was informed of an event involving two clip appliers in which the device experienced no clip loading. Subsequent actuations of the handle would lead to clips dropping out of the device. Clips were retrieved from the patient and a second device was opened. The second device experienced the same issues as the first and a third was opened which functioned as normal and was used to complete the case. There was no patient injury and the product is not available for return as it was discarded after the case. No additional information can be provided. Products are not available for return. Patient status: no patient injury. Intervention: a second device was used but experienced the same problem. A third was used to complete the case.